Event description:
It was reported that during an original artificial urinary sphincter implant surgery, the 15 gauge blunt needle in the accessory kit was faulty. It clipped onto the 30cc syringe however it was letting in a lot of air and made it very difficult to get the air out of the cuff. There was no apparent damage visible and the device was used per manufacturer directions. A second syringe was used to complete the surgery and the patient outcome was reported as fine.